Manufacturer narrative:
The device and electrode pads were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device and electrodes were put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The batteries were not returned to zoll medical corporation for evaluation. Review of the device activity logs showed no critical errors related to the customer's report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.